Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), male patient who was receiving baclofen 2000mcg/ml at an unknown dose via an implantable pump for intractable spasticity and stroke. The drug was later changed to baclofen 500mcg/ml at 300 mcg/day. On (B)(6) 2015, the patient was implanted and the day before he was supposed to have the pump filled, they had to leave due to a family emergency. They found a place 3 hours away to get the pump filled; however, their van broke down so they missed the (B)(6) 2015 appointment. Home infusion was planning to refill the pump but they were unable to work it out with the insurance. The patient's alarm date for a refill was (B)(6) 2015 but they had not heard the pump alarm. The patient had no symptoms due to the pump being low. The patient's wife planned to give the patient oral baclofen if he experienced any symptoms and go to the emergency room (ER) if needed. The patient had an appointment with a neurologist (not a pump doctor) on (B)(6) 2015 and they planned to work with him to see if they could get the patient's pump refilled. The patient did not have a place to refill the pump, so they were working on finding someone to fill the pump. Additional information has been requested regarding if the patient was able to find a hcp to fill the pump and if the low reservoir or critical alarm were ever heard, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer stating the patient's appointment date was (B)(6) 2016. The last time, the critical alarm was going for 2 1/2 days. The physician silenced the alarm at the last appointment on (B)(6) 2015. They never did hear the regular alarm (one tone).